Event description:
The customer contact reported a change in the device settings following an alarm condition. At approx 2230, the primary line of the device was programmed to deliver lactated ringer's solution, at a rate of 150ml/hr, with a vtbi (volume to be infused) of 980ml, and delivery was started. After approx 20-30 minutes, the device sounded an unspecified alarm. At this time, the nurse noted that the device displayed the rate, vtbi, and the vi (volume infused) as 0. It was reported the alarm was cleared. The device was reprogrammed with the original programming parameters and the delivery was restarted. After approx 5 minutes, the device alarmed for distal occlusion. The nurse was at the bedside and noted that the rate, vtbi, and vi were again all displayed as 0. The alarm was cleared. The device was reprogrammed with the original programming parameters and the delivery was restarted. After an unspecified length of time, the device alarmed for distal occlusion. At this time it was noted the rate, vtbi, and vi were again displayed as 0. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.7ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device maintained the programmed settings throughout the testing procedures. The device history was downloaded at the mfg facility. A review of the device history shows that on (B) (6) 2010 at 2007, the pump was powered on and the pump settings were cleared. At 2010 and 2012, the pump alarmed for error code n101 (no action alarm). At 2013, line a of the pump was programmed to deliver at a rate of 150ml/hr with a volume to be infused (vtbi) of 980ml and the delivery was started. At 2029 the device alarmed for error code n186 (distal occlusion). Within the same minute, the pump was stopped and then restarted. At 2040, the pump alarmed for error code n186 (distal occlusion). The pump was stopped and then restarted. At 2042, the pump alarmed for error code n186 (distal occlusion). The pump was stopped and then restarted twice. At 2044, the pump alarmed for error code n186 (distal occlusions). At 2045, the pump was powered off. A review of the device history shows that following an alarm condition, the device was restarted instead of reprogrammed as indicated by the customer. (B) (4). (B) (4).